Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. There was evidence of the flaring process performed during manufacturing. The catheter was slightly kinked in the extreme of the strain relief. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare was detached. The review and analysis of all available information failed to indicate a definitive root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the plastic catheter was broken. There were no parts of the device that left inside the patient. The procedure was completed with another sensation short throw snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the plastic catheter was broken. There were no parts of the device that left inside the patient. The procedure was completed with another sensation short throw snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.